Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified signs of use including flaring of the dovetail feature, a ding in the middle of the articular surface, and damage to the extraction slot. Reported event was confirmed based on evaluation of the complaint sample. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty; the articular surface was unable to mate sufficiently with the implanted tibial tray. A secondary bearing was used to complete the procedure without further complication. There was a ten (10) minute surgical delay to obtain a new articular surface; however, no patient impact or adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed left size e: catalog #42532007101, lot #67153320 g2: foreign: japan. Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.